Manufacturer narrative:
Service was not dispatched for this event. The field service engineer did not evaluate the device. The bci customer technical support conducted troubleshooting with the customer and it was discovered that the customer had misloaded the reagent pack on the system. The accutni reagent pack was not in the appropriate slot in the reagent carousel. A customer error is the root cause for this event. This is two of two separate MDR reports related to two patient events associated with a single malfunction report. Reference MDR numbers 2122870-2011-01939, 01940 for all events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low accutni (troponin 1) results generated on the access 2 immunoassay system for two patients. The initial erroneously low results were reported outside the laboratory. The customer repeated the sample testing for the two patients in another facility and the corrected results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.